Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the motor was running continuously. The repair technician reported motor failure as the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history review was performed ¿ service history review: part no. 05.000.008, serial/lot no: (B)(4). A service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2015 due to motor failure. The customer called in a service request for this item on (B)(4) 2015 and reported the device as inoperable-runs continuously. The previous service condition of motor failure is relevant to the current complained issue of inoperable-runs continuously. The manufacture date of this item is 9-dec-2008. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Additional product code: gxl. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service and repair records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair department documented that the motor of a hand piece for battery powered driver won't stop running. This was discovered during routine inspection of item. There was no case or patient involvement. This report is 1 of 1 for (B)(4).